Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the autopulse nxt platform (sn: (B)(6) did not perform compressions correctly and only retracted the nxt band on one side was confirmed during the archive review but not during functional testing. The customer's reported complaint was not reproduced during testing and the platform performed as intended. The archive data indicated multiple compression failures due to fault 1401 (fault_iwdg_restar): software error, independent watchdog restart, thus, confirming the reported complaint. The autopulse nxt platform passed the preliminary functional test without faults or errors. The platform was tested using the mztf (medium zoll test fixture) with two batteries until fully discharged, without any faults or errors. The customer reported complaint and fault 1401 could not be reproduced. The r&d team has reviewed the platform and the log files and concluded that the nxt platform has not produced evidence of a hardware fault. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse nxt platform with sn: (B)(6).

Event description:
The customer reported the autopulse nxt platform (sn: (B)(6) displayed the yellow triangle indicator after a short running time and stopped working. The device was switched off and on 3 times during resuscitation. After switching the device on and off several times, error disappeared, and the autopulse nxt platform could continue to be operated. The user noticed that the autopulse nxt platform did not perform compressions correctly during the CPR. Per the customer, the platform only retracted on one side. No additional information was provided. Patient's status information was requested but the customer did not provide a response.